Manufacturer narrative:
The electrodes involved were not returned for evaluation. Instead, retained sample testing was performed on the lot number 1819f that was provided. The retained samples were subected to full functional testing including continuity testing, readiness testing, 30 joule self testing and electrical and impedance testing with passing results. A visual inspection of the electrodes assemble found no discrepancies. The retained sample testing concluded that the retained pairs of electrodes were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self-test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.